Event description:
It was reported that after a device replacement procedure, all sensing vectors were reviewed by the physician, and both secondary and alternate vectors showed massive non-physiologic artifacts with and without movement/manipulation. Review of data from the replaced device showed artifacts on these vectors dating back to (B)(6) 2021, indicating an electrode issue. Technical services was consulted, and electrode replacement was recommended. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The electrode was completely damaged during explantation; therefore, it will not be returned for analysis.

Manufacturer narrative:
This electrode was discarded; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that after a device replacement procedure, all sensing vectors were reviewed by the physician, and both secondary and alternate vectors showed massive non-physiologic artifacts with and without movement/manipulation. Review of data from the replaced device showed artifacts on these vectors dating back to (B)(6) 2021, indicating an electrode issue. Technical services was consulted, and electrode replacement was recommended. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The electrode was completely damaged during explantation; therefore, it will not be returned for analysis.